Event description:
The surgeon fired the instrument and it worked properly. After it was fired the surgeon noticed a sticker on top of the handle that read "non-sterile for demonstration use only." United states surgical was notified in 11/04 that the pt expired 2 days later several hours after this surgery. The surgery team leader stated that the pt died of complications unrelated to the staple line and that the surgeon said "the cause of death was not related to this incident." According to the sales rep "since this was a bowel case the pt was administered antibiotics as a standard of care." Procedure: low anterior resection.